Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reset during the service call. The system was repaired by the hospital biomed.

Event description:
The customer reported a communication failure error message. The fse states that this error occurred during boot up, and the system failed to boot. There was no pt injury or death reported.